Event description:
Country of complaint: (B)(6). Needle not in package.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Mfg site eval: samples received: 1 open pouch. There are no previous complaints of this code batch. There are no units in OEM stock. We have received one open sample with a thread inside (unused). There is no needle inside the pack. However, there are signs of needle attachment if we check the end of thread at the microscope. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions not applicable.